Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak at the hub was confirmed and additional information regarding this type of complaint is contained in 3006260740-12-21-2017-001-c (z#-tbd). The device returned was one s/l 3 fr powerpicc provena. Visual observation found adhesive residue on the extension leg and reddish residue on the distal end of the suture wings, a probable indicator of use. Tactual evaluation was unremarkable. Functional testing found that a leak developed during infusion of the catheter at the distal end of the female luer hub. The leak appeared to be concentrated at one point along the circumference of the tubing/hub. Microscopic evaluation found that the hole was set a short distance within the hub, and that whitening was present at least part of the way around the hole. The hole was transverse to the long tubing axis and the edges were not linear, but irregular. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, the facility reported the PICC line leaked out from under the hub. The facility contact stated they were concerned the staff used a little syringe with the PICC. No other information was provided.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
Per sales representative, the facility reported the PICC line leaked out from under the hub. The facility contact stated they were concerned the staff used a little syringe with the PICC. No other information was provided.